Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had hose damage, was loose, the device would run in the locked position ¿ power broken, the locking components were damaged, and the device had a liquid leak. It was further determined that the device failed pretest for hose verification, loctite assessment, safety assessment, and oil leak assessment. It was noted that there were cuts in the hose in the upper section near elbow. Also, the device failed the safety assessment as it operated with the safety engaged. Also, the set screw was found to be loose during the loctite assessment and oil was leaking from cuts in hose. Therefore, the reported condition that the device had a hole on the cord was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the motor device had a hole in the cord. During in-house engineering evaluation it was observed that the device would run in the locked position ¿ power broken, and the device had a liquid leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.